Event description:
It was reported that resistance was encountered while flushing the super arrow-flex (saf) sheath prior to use. The operator continued with the procedure; however, a non-teleflex intra-aortic balloon (iab) catheter could not be advanced through the sheath due to significant resistance. As a result, the sheath was replaced with another saf sheath of a different size (catalog # cl-07824), after which the procedure was completed successfully. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal of the affected device and replacement with another device.

Manufacturer narrative:
(B)(4).